Manufacturer narrative:
The reported device was returned for product evaluation. Visual inspection found the pump to be in poor condition; the top case was chipped and cracked and the bottom case was damaged. A review of the device's event history log confirmed the reported check clutch/plunger lever alarm had occurred. The alarm was able to be duplicated during device occlusion testing. Upon further examination, it was observed that the clutches were worn which resulted in the reported alarm. The wear observed on the halves was determined to be due to normal use and age of the device. No evidence was found to suggest the reported alarms were caused by an intrinsic product defect. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests. Additional information: device returned (06/07/2016). Evaluation completed (07/10/2016).

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated the clutch and plunger error occurred on the pump. No patient injury or adverse event was reported.